Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. Patient information and treatment settings were provided for the patients, however no patient photos were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer's specifications. A lumenis healthcare professional evaluated the reported event details concluding the root cause of burns on patient 3 is an operator error using the same previous auto settings after sun exposure. A review of the subject device labeling found that the subject device IFU states regarding sun exposure; "warning-sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30) on a daily basis and to avoid direct exposure to the sun." "The following complications and side effects may also be observed: · irritation, itching, burning sensation, or pain during treatment or following treatment." Additional info sep 27 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that three (3) patients, patients 1 and patient 2 having red discoloration around chin area, patient 3 with 2nd degree burns on legs respectively following hair removal treatment with a lumenis lightsheer duet laser et hand piece. The initial reporter stated the patients 1 and 2 had healed with no permanent impairment, patient 3 has not fully recovered. Patient 3 sustained redness as a post treatment sequela. No information regarding serious injury or medical intervention to preclude permanent injury was reported.